Event description:
Pt was undergoing a planned laparoscopic living donor nephrectomy. While removing the kidney, stapler was reloaded to use on the renal vein. After engaging the stapler onto the vein, it began to fire across the vein but then suddenly locked. Surgeon was unable to disengage the stapler from the vein after several attempts including implementing the manual overdrive function of the automatic device. Stapler at this point was functioning as a vascular clamp. Surgeon used laparoscopic scissors to cut the ureter just above the clip so that the kidney would only be tethered by the vein/stapler. A new vascular stapler was introduced, and fired above the stapler that had misfired to be able to take the vein. The incision site was extended and the surgery was converted from laparoscopic to open. The patients or time was extended by several hours and their hospitalization was extended by at least 5 days. Their post-op recovery time will also be extended. The stapler malfunction cased the kidney to be clamped for approximately 32 minutes, whereas the normal clamp-to-ice time is less than 5 minutes, potentially compromising the viability of the kidney for the recipient. FDA safety report ID#(B)(4).